Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call of issues with customer's high and low blood glucose levels. The grandmother states the customer's levels had been as high as 552mg/dl, and as low as 59mg/dl. The grandmother declined to troubleshoot at this time, and states they would be applying health care providers recommendations first.